Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible with isometrics. The lead was revised on (B)(6) 2019. The physician suspected set screw issue on the device causing the noise. The device was explanted and replaced on the same day.

Event description:
New information states that the lead was reused with the new pacemaker and remains implanted since the physician suspected setscrew issue on the old device. The lead tested fine post implant. The patient was in a stable condition during and post procedure.